Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they met with the patient on may 3rd. The tel-m application was able to successfully connect to the implant via the communicator. The logs and reports were gathered. The patient¿s implant was able to reset using the tel-m reset command. After the reset the physician¿s tablet and patient¿s device were able to successfully communicate with the implant, and the patient¿s stimulation settings were confirmed.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported an engineer met with the patient on november 21st to update the device¿s firmware. Upon interrogation it was determined the implant experiencing the tel-n lock up. The tel-m application was able to successfully connect to the ins via the communicator. The patient¿s neurostimulator was able to be reset using the tel-m reset command. After this the a610 and a620 applications were able to communicate with the neurostimulator and the patient¿s stimulation settings were confirmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a notification for an update and the manufacturer representative (rep) completed. They checked the app catalog and all other applications were up to date. They attempted to connect to the implantable neurostimulator (ins) with and without the cord to the clinician telemetry module (ctm). The tablet connected to the ctm but stalled out - amber flashing - and then could not find the ins. The patient programmer (pp) communicated with the ins fine. The rep has tried 3 different tablets and 3 different communicators. They tried 2 different rooms and reset the ins with the tablet with no change. They noted that the patient had a revision related to their intellis on (B)(6) that used the evoke response and the patient had needles placed throughout her body - arms, legs, shoulders, feet, back- to test the stimulation response. This was the only thing noted out of the ordinary. The rep confirmed the tablet can find an old activa primary cell (pc). Additional information was received from the manufacturer representative (rep) reporting that a manufacturer engineer came out and ran the established protocol through the patient¿s dbs patient programmer to re-establish communication with the clinician programmer. The patient's ins was able to be reset using the tel-m ins reset command. After the reset, the clinician therapy application and patient therapy application were able to successfully communicate with the patient's ins and the patient's stimulation settings were confirmed. The issue was resolved and proximal communication was intact.